Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was in the 600s mg/dl with a trace of ketones present. The customer alleged that the pump was not operating as intended. A bolus via the pump and insulin pens were administered to address bg. The customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka) and high bg. The customer was treated with an insulin drip. The customer was discharged on (B)(6) 2018 with the dka and high bg resolved. As the event had occurred in the past, a cause could not be determined.